Event description:
It was reported that during a battery replacement surgery, high impedance was observed once the new generator was implanted. The surgeon then noticed that the lead appeared to be fractured with fluid inside. The patient then underwent a lead revision on a later date and the explanted lead was returned but product analysis is till underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing an increase in seizures and the patient was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Note that since the green helical was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead fracture and fluid leaks allegations were confirmed in the pa lab. During the visual analysis of the 2nd portion two pin coil breaks were found. Both breaks showed signs of stress induced fractures. Continuity checks of the returned lead portion were performed during the functional analysis, and no other discontinuities were identified. During the visual analysis, dried body fluids were observed inside the outer and inner tubes, in some areas, with fluid ingress likely due to the cut, torn, and punctured openings found on outer and inner tubing, and due to the cut outer and inner tube ends. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.